Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the capture threshold parameter was not ideal. The lead was not used. The surgery was suspended due to patient's emotional state.

Manufacturer narrative:
Analysis was normal. No anomalies were found.